Event description:
It was reported that a patient underwent revision surgery to remove a plate and put a new one on with rescue screws. When putting in rescue screws with the new plate, the tip of the retaining driver broke off and was unusable. All fragments were retrieved and the procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event was confirmed via correspondence with the sales representative, as well as visual inspection of the returned device. No delay was reported, and the fragment was removed. The representative reported that the instrument had been used successfully 100 times. Manufacturing files were reviewed and no anomalies were found. The instrument was revealed to be approximately 8 years old. The probable root cause of the tip deformation is the age of the instrument.

Event description:
It was reported that a patient underwent revision surgery to remove a plate and put a new one on with rescue screws. When putting in rescue screws with the new plate, the tip of the retaining driver broke off and was unusable. All fragments were retrieved and the procedure was successfully completed with no adverse consequences to the patient.